Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 625582-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroids and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: insertion details, left-3 and right 4 coils. Lot number ( 625582 ) is not valid. Most recent follow-up information incorporated above includes: on 10-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 625582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroids and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: insertion details, left-3 and right 4 coils. Most recent follow-up information incorporated above includes: on 20-jul-2020: mr received-lot number added. New reporter, medial history were added. Event medical device removal updated abnormal uterine bleeding, dyspareunia and uterine fibroids. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.